Event description:
Customer reported device results appeared higher than normal. Customer went to the doctor. Customer's device = 365 mg/dl and lab = 104 mg/dl. Doctor gave customer insulin. Control information was not provided. A request was made for return product and replacement product was sent.